Manufacturer narrative:
Add'l model # and catalog #: b6023. Add'l lot #: 2583339. Device return: one (1) used a1009; one (1) pkgd. A1009, lot# 2795522; one pkgd. B6023 lot# 2583339 were returned for analysis and investigation. Visual inspection (pre-and post-decontamination) was performed. The results recorded no visual defect or abnormalities with the returned pkgd sample devices. The analysis of the returned used a1009 set record the connectors (nano-t and microclave) connectors were positioned correctly and were not recessed or "stuck-down." The report did document evidence of internal leakage within the sets nano-t connectors internal components (plug and body). Dimensional evals of the returned devices recorded no dimensional/our to spec conditions. Functional testing of the returned packaged a1009 per the applicable product specifications recorded no leakages, performance and or out of spec conditions. Add'l engineering analysis: microscopic examination of the used a1009 sets components was performed. The results recorded the top surface of the nano-t connectors silicone seal exhibited a puncture mark typical of access with a sharp instrument. The nano-t connector was disassembled and evaluated. The report documents the internal components (silicone seal) showed a visible needle strike track on the outside of the seal originating at the head and slicing toward the bottom of the seal. The spike component also exhibited a raised burr at the base of the spike typical of access with a sharp device such as a needle. Findings: engineering testing and analysis of the pkgd a1009 and b6023 same lot devices recorded no mfg defects and or out of specification conditions. Analysis of the returned used a1009 set showed various component damages that would result in leakages. The root cause of the component damages are attributable to access/use of incompatible mating devices. This complaint investigation report/photographs were provided to the facility/contacts for their review/records.

Event description:
Complaint rec'd reporting multiple issues (stick-down/leakage) with set-up consisting of a1009 7" microclave clear, nanoclave t-conn smllbore ext. Set and b6023 male luer lock adaptor. It was reported "a1009 nano clave t-connector was leaking at the nano portion... Picu nurse did a blood draw via the "drip method" using b6023 attached to the nano portion of the a1009. Upon completion of blood drip the b6023 was removed and the nano silicone remained stuck down... (Blood loss) approx 10 cc of blood prior to clamping the line off. Once clamped the a1009 was then replaced w/o further incident."